Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified scope surgical procedure it was observed that the 4k c-mnt scp,4.0,30,167,mitek device lenses cracked and had marks. Another like device was used to complete the procedure successfully. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: level-3 other 0120 damages caused by customer 0200 - outer tube damaged, needle 0205 outer tube dent(s) deep 0210 outer tube bent 0300 - outer tube damaged, distal tip 0305 distal tip damaged scratches and knicks 0600 - illumination 0605 distal tip fiber damaged 0700 - particulate, optics 0715 particulate in system 1100 - cosmetic issue 1110 scratches/dents 1115 rust/discoloration 1200 - engraving/identification 1225 datamatrix code level a labeling : illegible etch, visual : deformed/bent, visual : scratched/nicked and broken (2+ pieces) : chipped/shaved/delaminated per service report, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 05-12-2025 and passed all functional testing before being returned to the customer.